Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of memory noted no suspicious fault codes or resets while implanted. The pg diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached a battery status indicator of explant in april. Back in february, the battery status indicated 12 months remaining to explant. Boston scientific technical services (ts) was consulted and discussed the explant indicator was found to be due to extended charge times. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had reached a battery status indicator of explant in april. Back in february, the battery status indicated 12 months remaining to explant. Boston scientific technical services (ts) was consulted and discussed the explant indicator was found to be due to extended charge times. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.